Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small piece of essure tip in left ostium') in a 30-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2011 and ortho tri-cyclen. Concurrent conditions included uti and hair loss. Concomitant products included docusate sodium (colace), levonorgestrel (mirena) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"), 11 months 5 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("severe persistent pelvic pain /pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dysparenuria (painful sextual intercourse)"), menstrual disorder ("menstrual hemorrhaging") and hypersensitivity ("allergic reactions"). The patient was treated with nsaids. At the time of the report, the device breakage, dyspareunia, menorrhagia, vaginal haemorrhage, menstrual disorder, hypersensitivity, depression, anxiety and fatigue outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, device breakage, dyspareunia, fatigue, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details :normal-appearing tubal ostia bilaterally. Initially, there was difficulty advancing the essure device into the right ostia due to tubal spasm. Left ostia with 4 coils and no coils visualized on the right side.no trailing coils were noted on that side due to difficulty with maintaining uterine distension. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small piece of essure tip in left ostium') in a (B)(6) year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2011 and ortho tri-cyclen. Concurrent conditions included uti and hair loss. Concomitant products included docusate sodium (colace), levonorgestrel (mirena) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"), 11 months 5 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("severe persistent pelvic pain /pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dysparenuria (painful sextual intercourse)"), menstrual disorder ("menstrual hemorrhaging") and hypersensitivity ("allergic reactions"). The patient was treated with nsaids. At the time of the report, the device breakage, dyspareunia, menorrhagia, vaginal haemorrhage, menstrual disorder, hypersensitivity, depression, anxiety and fatigue outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, device breakage, dyspareunia, fatigue, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details :normal-appearing tubal ostia bilaterally. Initially, there was difficulty advancing the essure device into the right ostia due to tubal spasm. Left ostia with 4 coils and no coils visualized on the right side.no trailing coils were noted on that side due to difficulty with maintaining uterine distension. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Event added: small piece of essure tip in left ostium. Reporters information, concomitant drug and medical history added. Event pelvic pain seriousness criteria updated as non-serious. Case category updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.